Event description:
It was reported, that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was "high". Although, specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received and evaluation is performed. H3 other text: device not returned.